Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a detached needle. Additional event or patient information is not available. No product or data was provided for investigation. However, a photograph was provided for evaluation. The reported event detached needle was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the applicator was fully deployed. The needle and cannula were safely housed inside the applicator body. The customer complaint was not confirmed due to no visible damage to the applicator. A root cause could not be determined.